Manufacturer narrative:
There weren't any sample-related alarms observed. The investigation determined that the reagent performs within specification. Per product labeling, "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii." "If 2 of the 3 results have a coi < 1.0, hbsag not detected; does not exclude the possibility of exposure to hbv." The customer did follow the instructions for use.

Event description:
There was an allegation of questionable false reactive elecsys hbsag ii results from the cobas e 801 analytical unit for two patients. Patient 1's initial result was 4.54 coi (reactive). The first repeat result was 0.377 coi (non-reactive). The second repeat result was 0.387 coi (non-reactive). Patient 2's initial result was 2.34 coi (reactive). The first repeat result was 0.415 coi (non-reactive). The second repeat result was 0.413 coi (non-reactive).

Manufacturer narrative:
Full response for medwatch field e1 initial reporter establishment name: (B)(6). The cobas e 801 analytical unit serial number is (B)(6). The customer reported that qc was within range on the date of the event. The investigation is ongoing.